Manufacturer narrative:
The device has not been received by depuy synthes power tools. The investigation is still in progress. When the investigation is completed or additional info becomes available a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that the device will not run. Device was not used in surgery. It is unk if there was user or pt injury. There was no additional info provided.